Event description:
Customer reported experiencing high bg levels throughout the night. From 11:18 pm to 5:00 am her bg levels ranged from 329 to 375 mg/dl. She administered two correction boluses, totaling 4.3 units of insulin. Also, the customer had a night time basal rate set to 0.35 units/hour from 12 am to 2 am, then 0.25 units/hour from 2 am to 5 am. At 5 am she changed the pod and noticed the cannula was bent. After changing her pod, she stated her bgs went back within normal range. The pod was not returned for eval.

Manufacturer narrative:
A kinked cannula has the potential to restrict insulin delivery and may result in hyperglycemia. Since the pod was not returned we cannot confirm any product malfunction or defect that may have contributed to the customer's hyperglycemia. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about 2 hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Noticing that the cannula appears different early on, allows the user to take the appropriate action and reduces the duration of elevated blood glucose levels. Lot qualification records were reviewed and determined to have passed all acceptance criteria.